Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. The customer inserted a new battery received a failed battery test then the display went blank. Customer stated insulin pump display came back up but worked about the amount of time the display has been blank. Customer stated blood glucose now 348 mg/dl, stated never received a warranting the battery was dead. The customer was assisted with troubleshooting and stating that he was never trained on this insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer stated that he will go back to his previous insulin pump.